Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in the hospital with complaints related to infection. The system was explanted. The patient tolerated the procedure well.